Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI slimport with no catheter was returned for evaluation. The returned port body was patent to infusion and aspiration. However, no catheter was received for evaluation; therefore, the investigation will remain inconclusive for the alleged subcutaneous leak without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately seven months post port placement in the left forearm of the patient, the port was allegedly leaked and edema was identified around the port body. It was further reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately seven months post port placement in the left forearm of the patient, the port was allegedly leaked and edema was identified around the port body. It was further reported that the port was removed. There was no reported patient injury.